Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicated impedance issues. The recipient is reportedly presenting with sound quality issues, pain and a tingling sensation in the back while wearing the device. Revision surgery is scheduled.